Manufacturer narrative:
Internal complaint reference: (B)(4). H11: h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, two (2) bone anchors had an issue. The first bone anchor was deployed with the arthroscopic advanced delivery system driver following the proper steps. Upon removing the driver, it was noted that the bone anchor implant leg was crooked and not properly securing the regeneten implant. A second bone anchor implant was opened and deployed using the proper steps, but a similar issue occurred. Both anchors were removed with arthroscopic graspers. The procedure was resumed, with a non-significant delay, using an equivalent sn back-up. It was necessary to drill an additional bone hole. The second failed bone anchor was meant as the backup for the first failed bone anchor. There was no visible void left. The instrument size were bone anchors of 10, 8 mm and width of 5 mm. The insertion site was cleared of all debris prior to insertion. The patient was not exposed to additional anesthesia. No further complications were reported.